Event description:
The ortho summit processor (osp) reportedly did not pipette reagent into the microplate wells. The reagent dispensed correctly, but the fluid stream did not align with the wells and the fluid fell between the wells. There was no error message generated. No death or serious injury was associated with this incident.